Event description:
It was reported that during an unknown procedure, the device fired fine for a little while and then the clips started feeding sideways. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.